Event description:
The customer reported that the zipper teeth were not aligning. Evaluation of the returned product found that the window zipper slider body was open. No problem was found with the zipper teeth alignment.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the window zipper slider body was open on panel side a. The mattress envelope also had a two foot crack on the vinyl pt surface. No problems were found with the zipper teeth alignment. (B)(4).